Event description:
The pt contacted lifescan alleging that their one touch ultra test strips were reading inaccurately high with their one touch ultra smart meter and resulted in their being taken to the hosp. The medical affairs specialist (mas) attempted to reach the the pt by phone and left a phone message for the pt. The mas spoke with the pt in 07/2005. The pt tested at 5:00 am with one of their one touch ultra smart meters using the reported test strips. Pt obtained a result of 106 mg/dl and took 5 units of novolg insulin as usual before breakfast. At 7:04 am, while at work, pt obtained a result of 325 mg/dl while having no symptoms. Pt often does not have clear symptoms if their blood glucose level is low or high. Pt took 5 units of novolog insulin. Pt obtained results of 314 mg/dl at 7:04 am and 223 mg/dl at 7:45 am. At 7:55 am, the pt's coworker called emt because the pt was acting confused. A result of 31 mg/dl was obtained on the paramedic's meter. The pt was treated with IV glucose and taken to the ER because their blood pressure was elevated. A result of 139 mg/dl was obtained on the hosp device compared to a result of 250 mg/dl on the pt's meter. An EKG was performed and the pt was released. The pt told the customer care representative (ccr) that pt thought the test strips caused false high readings because pt used the test strips with several meter and obtained high readings. Pt told the mas about 10 test strips in the vial had been "bad". However, th pt answered that the test strips were not expired or stored incorrectly. The pt performed a control solution test on one of the test strips in the vial when pt arrived home; the result of 200 mg/dl was outside the control solution range of 100-136 mg/dl. The pt took additional insulin based on a meter reading that was likely inaccurately high and experienced hypoglycemia requiring treatment. Therefore the event meets the criteria for an adverse event medical device reportable. The test strips were replaced.